Manufacturer narrative:
However the livanova field service representative stated, that the customer used a competitor adaptor plate, that somehow became uncoupled with the drive unit. The centrifugal pump is a cardiopulmonary bypass speed control device indicated for use exclusively with livanova approved adaptor kits, for speed-controlled pumping through the cardiopulmonary bypass circuit. Therefore, the root cause of the reported issue could be traced down to an user error and it is not related to any product malfunction.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp stopped pumping during procedure. There was no report of patient injury.